Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due the device gradually stopped working properly. There was no coapting observed using cystography. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.